Event description:
On (B) (6) 2008, patient (B) (6) had an elevate apical and posterior device implanted with a concomitant perineoplasty. An adverse event was reported when in the recovery room, the patient had nausea and vomiting and vaginal blood loss. It was resolved on (B) (6) 2008 by the physician, placing one more stitch in the vagina for hemostasis and the patient was given doripenen IV and dexamethasone IV. No additional information was provided.